Event description:
The mfrs representative reported the pt was recently implanted with a pump and catheter and is receiving morphine intrathecally. Since the implant, the pt has experienced motor deficit to one leg. "She could't move her legs or feel from the waist to toes." The hcp did an MRI to rule out an epidural hematoma the results were not reported. The pt has been diagnosed with lung cancer that has progressed to brain cancer with metastatic lesion now at l4/l5. Numerous attempts have been made to obtain add'l info.